Event description:
Device issue: thumb advancer resistance. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt and the exchange sheath splitting could not be completed. The device was removed and the method of achieving hemostasis was not reported. There were no reported adverse pt effects. Though requested, not add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.